Event description:
It was reported that during a recanalization procedure in a radial cephalic fistula via cephalic vein retrograde access, the unit was allegedly clutched out. It was further reported that when the device was removed for flushing the unit over the wire, the device allegedly threw the wire upon flushing. Reportedly, the wire allegedly ripped the vein and perforated it. The procedure was completed by placing a permcath. The current status of the patient was unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a recanalization procedure in a radial cephalic fistula via cephalic vein retrograde access, the unit was allegedly clutched out. It was further reported that when the device was removed for flushing the unit over the wire, the device allegedly threw the wire upon flushing. Reportedly, the wire allegedly ripped the vein and perforated it. The procedure was completed by placing a permcath. The current status of the patient was unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A catheter was physically investigated. The coiled tip of the guidewire was slightly deformed. There was a strong kink of the tube noted at 66.5 cm from the tip of the catheter. It was possible to pass the guidewire without strong resistance. After flushing and running in the water nominal aspiration level was achieved. It is assumed there was a mechanical jam that led to guidewire deformation and kink of the tube. The test guidewire still did not pass all the way through the catheter due to mechanical jam. Therefore, the investigation is unconfirmed for the reported guidewire break issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.